Event description:
It was reported that the device was "for some reason not working properly," it was "either infected or something was wrong with the technical part" the healthcare provider (hcp) did not know the whole story, but that the patient was "supposed" to be scheduled for "another" refill but the pump was not working properly. The physician "wanted" an "alternative" and "temporary" way to deliver medication intrathecally, "not going through the pump," while the patient "waited to get another pump or get it fixed somehow." It was also noted that the physician did not want oral baclofen. The hcp thought that the patient was "supposed" to have another implant in a "couple of weeks." The device system was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4). Pump was not working properly. Either infected or something goes wrong with the technical part.